Event description:
Customer alleges when they raise the bed all the way up, the bar glide channel falls down and the bed falls to the lowest point. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ihcs7, serial number/date code (B)(4). The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that when they raise the bed all the way up, the bar glide channel falls down and the bed will allegedly fall to the lowest point. Warranty order #(B)(4) issued for repair kit. No injury alleged.